Event description:
It was reported that high impedance was observed during the patient's follow-up visit. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the high impedance being observed the device was not programmed off. The physician was informed that this was the manufacturer's recommendation when high impedance is observed however the patient had already left the office. The patient has been referred for surgery however no surgical interventions are known to have occurred to date.

Event description:
The surgery occurred to replace the lead due to a lead break. Only the lead was replaced during the surgery. The explanted lead was kept by the explanting facility and was not available for return.